Event description:
Additional information was received for this case. It was reported that the previously reported renal function complications and multi-organ failure leading to patient death were not related to study device.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 62 mm diameter saccular abdominal aortic aneurysm. A stent from another manufacturer was also prophylactically implanted. It was reported that on the follow up CT scan, the maximum abdominal aortic aneurysm diameter measured 69 mm. The following month another follow up CT scan, the aortoduodenal fistulae and retroperitoneal hematoma were observed. The patient's severe pulmonary comorbidity aggravated during follow up. The patient presented with airway infection and multi-organ failure, and evolved to retroperitoneal bleeding during the hospital stay. Palliative treatment of the aortoduodenal fistulae were done. However, the patient expired. The investigator indicated that the aortoduodenal fistulae and retroperitoneal hematoma were related to the study procedure but was not related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was not a clear indication the events were related to the procedure. The patient had severe pulmonary insufficiency and infection but the CT also verified an aortoduodenal fistulae and infection. The investigator indicated that the patient experienced renal function complications that occurred that might have contributed to the patient expiration. The patient was treated with medication, percutaneous repair of bleeding of peripheral branches that were not related to the aneurysm, and the patient received a transfusion. A CT of the aorta revealed a ruptured aneurysm in addition to the aortoduodenal fistulae. The investigator indicated that the renal function complications were related to the device and not related to the procedure. The investigator assessed that the aortoduodenal fistulae was related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.